Manufacturer narrative:
Additional information about blood glucose value has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had low blood glucose of 35 mg/dl and emergency medical services had to be dispatched.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia with unknown date and unknown blood glucose value. The device will not be returned for analysis.